Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to mishandling of the unit. The control flex cable was not seated fully onto a connector of the control board. The control flex cable will be reseated to remedy the problem. The device will be recertified and returned to the customer. No trend related to similar reports.